Manufacturer narrative:
Therapy dates for the following concomitant devices are unknown at this time: model 3286, scs lead; model 3186, scs lead.

Event description:
Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s ipg would no longer communicate with external devices and became inoperable. To address the issue, the physician explanted and replaced the patient¿s ipg.